Manufacturer narrative:
(B)(4).

Event description:
It was reported "spoke with the inserter who told me that during trouble needling, that the guidewire unraveled while she pulled it back through the needle. Pt was taken to interventional radiology to ensure safe removal of the entire wire." No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided four photos for analysis. The complaint of guidewire unraveled was able to be confirmed by the photos. The photos revealed clear visual evidence of unraveling as the guidewire exited the needle cannula. A complete visual inspection could not be performed as no sample was returned for analysis. A review of the customer report revealed the following statement, "the guidewire unraveled while she pulled it back through the needle.". The IFU provided with this kit instructs the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire.". Therefore, based on the customer report and customer photos of the sample, intentional use error caused or contributed to this event as the customer did not follow the IFU. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." A review of the customer report revealed the following statement: "the guidewire unraveled while she pulled it back through the needle." Which contradicts the statement from the IFU. The complaint of guidewire unraveled was able to be confirmed by the customer photos. The photos revealed clear visual evidence of unraveling as the guidewire exited the needle cannula. A device history record review was performed based on a potential lot from sales history and no relevant findings were identified. A review of the customer report revealed the following statement: "the guidewire unraveled while she pulled it back through the needle.". The IFU provided with this kit instructs the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire.". Therefore, based on the customer report and customer photos of the sample, intentional use error caused or contributed to this event as the customer did not follow the IFU. Based on the information provided, the sales representative provided training that reiterated proper guidewire removal technique, therefore no in-service will be initiated at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "spoke with the inserter who told me that during trouble needling, that the guidewire unraveled while she pulled it back through the needle. Pt was taken to interventional radiology to ensure safe removal of the entire wire." No patient harm or injury. The patient's current condition is reported as "fine".